Event description:
It was reported that the site found an aortic valve thrombus on the ventricular aspect of the right coronary cusp. The patient's anticoagulation therapy was adjusted to reach a target international normalized ratio of 2.5-3.5 with plans to reduce it to 2-3 once the thrombus resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported thrombus could not be conclusively determined through this investigation. The patient remains ongoing on (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists thromboembolism as an adverse event, as well as a late post-implant complication, that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: an echocardiogram (echo) was performed that reported the thrombus resolved on (B)(6) 2022. The patient's inr was reduced.